Event description:
On october 6, 2008, medwatch uf / importer report was received: while setting up for the case, the protective cover was placed properly on the monopolar scissors, and inspected prior to the case. Scissors were mounted on robot arm, robot signaled instrument was ok and ready to use. Scissors were in use when a charred area on the protective cover between the clear and colored area on the sleeve was noticed. The scissors were taken out of service immediately. During cleaning process, the protective sleeve was thrown away (it's a disposal part the set-up). This is a reusable instrument that has 10 lives. It had 2 lives remaining out of the 10.

Manufacturer narrative:
The tip cover accessory has been discarded at the site, and will not be returned for evaluation, however, the monopolar curved scissors instrument used during the procedure was returned for analysis. Per the customer reported complaint, the instrument was visually inspected at the distal end for signs of arcing. A .040 inch by .060 inch char mark was found below one ear, on the lower portion of the proximal clevis. The char mark is likely an area where energy escaped through the tip cover. The char mark is located near or just slightly above the silicone to sleeve interface on the tip cover accessory. The instrument does not have any burrs or damage in the area of the char marks that would have contributed to arcing. Engineering concluded that arcing may have occurred due to high generator settings or damage to the tip cover silicone. No other damage found.